Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00475. It was reported that shaft break occurred. The target lesion was located in the calcified right coronary artery (rca). A 2.75mm x 20mm quantum¿ maverick¿ balloon catheter was advanced for pre-dilation. However, it was noted that the shaft was kinked. The device was removed and an attempt to straighten the device was done. Subsequently, the shaft broke. Another 2.75mm x 20mm quantum¿ maverick¿ balloon catheter was then advanced however the same issues were encountered. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good.